Event description:
It was reported to philips that the system was stuck at 00:00 due to a license file mismatch on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service corrected the license file and replaced the power supply, host pc, and ippc, then rebooted and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).